Event description:
It was reported that during recharging, a patient was getting 6-8 bars initially but would gradually lose coupling bars and ultimately the telemetry. This had been an issue since the device had been implanted. It was stated that patient's implant surgeon had used the pocket from the previous pain stimulator for the new device. It was reported that the patient "felt the implant more prominently than her previous one" and that the manufacture representative could feel "all four sides of the device, but was having a very difficult time assessing the depth." The implant appeared to be moving around in the pocket "quite a bit." The patient had been using antenna locate feature but the problem still persisted. A loss of therapeutic effect was reported "because the patient could not use the device as much as she would like since she was having issues recharging." The patient was given a new recharger but it did not resolve the problem. A revision surgery to move the implant was scheduled but the date was unknown.

Manufacturer narrative:
Product ID 3888-45, lot # v687755, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v687755, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v687755, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v687755, implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension.